Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that after the venous adapter was plugged into dialysis machine, blood leakage was noticed. A syringe was connected to the catheter, and it was noticed that the catheter's thread pitch connector saw split. The connection was plugged thanks to a gauze and an adhesive film. The catheter was later pulled and replaced with a new one.